Event description:
It was reported that when the caretaker woke-up to provide trach care to the pt, the pt was found "limp and blue". The ventilator did not alarm and was still providing breaths to the pt.

Manufacturer narrative:
Testing by the MFR is ongoing.